Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. There was no impact to customer's blood glucose level. During troubleshooting the malfunction was cleared and insulin delivery resumed.